Manufacturer narrative:
(B)(4). This ipg serial number is included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt had lost weight. In turn, the pt underwent surgical intervention due to the ipg pressing on his iliac crest causing discomfort. During the procedure, the ipg was relocated and implanted deeper in the pocket. The procedure took place on (B)(6) 2014. F/u revealed surgical intervention resolved the pt's issue.